Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1232289, medical device expiration date: 2026-08-31, device manufacture date: 2021-08-20; medical device lot #: 1245433, medical device expiration date: 2026-08-31, device manufacture date: 2021-09-02. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ 3 ml syringe has only partial scale markings. At least 2 syringes were affected; however, no patient impact reported. The following information was provided by the initial reporter: we came across a non- conformance " partial print missing on dosage stamp."

Manufacturer narrative:
H6: investigation summary one photo displayed six loose 3ml syringes was received and evaluated. Through visual inspection, it was observed that each syringe was missing half to three quarters of its graduated scale. The observed condition was non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. It is likely based on the photos that a clogged ink manifold contributed to the defect observed. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batches 1232289 and 1245433 are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch numbers that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that bd luer-lok¿ 3 ml syringe has only partial scale markings. At least 2 syringes were affected; however, no patient impact reported. The following information was provided by the initial reporter: we came across a non- conformance " partial print missing on dosage stamp."